Manufacturer narrative:
The reported endobutton holder, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the scaling on the endo button holder is drawn in incorrectly. An exact root cause cannot be determined with confidence without the return of the device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that the scaling on the endo button holder is drawn in incorrectly. The malfunction happened before the procedure and was solved with a delay shorter than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.